Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that during a procedure there was suction loss while laser firing and he chose to abort the treatment. Surgeon reported patient squeezed his left eye during the middle of an intralase procedure. The treatment was partially completed and the doctor chose to abort the treatment, rather than start the treatment over again. He was concerned the patient might squeeze again. The right eye was completed without any issues. No loss of bcva. Surgeon plans to do photorefractive keratectomy on the left eye in the near future.